Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a pocket revision to move the battery more lateral. The issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had pain at the battery site. Surgery was scheduled to revise the pocket on (B)(6) 2019. The issue was not resolved at the time of the report. No device issues reported.